Manufacturer narrative:
One used sample and one unopened sample model: 2432-0007 was returned for investigation. The sets were examined for defects and abnormalities. The spin collar on the male luer was missing from the set. No other defects or abnormalities were observed. Due to the spin collar not being returned a definitive root cause could not be determined. A possible root cause is the alcohol from an alcohol swab not having enough time to dry causing the male luer to become brittle, crack and get stuck to the needless connector. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had connection issues. The following information was provided by the initial reporter: customer had issue with bd alaris pump infusion set. Nurse had trouble disconnecting luer lock collar from needlefree connector. Additional information received from the customer: can you please provide the lot number associated with reported issue? The suspected lot number is (10)25085682. This was taken from another set in their supply room around the same time of the incident, but the nurse did not save the packaging for the actual extension set that had the issue so lot number cannot be definitively confirmed.